Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation as both grippers actuated as intended. It should be noted that the mitraclip instructions for use (IFU) states: ¿without removing the protective cover, carefully slide the clip introducer over the clip and stop when the tip of the clip is just proximal to the tip of the clip introducer.¿ in this case, it was reported that during preparation of the clip, the user advanced the clip introducer over the clip quite rapidly. The clip preparation was repeated, and the clip was confirmed to be undamaged and was functioning properly. The user deviating from the IFU did not influence the reported event. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficult gripper actuation cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. All steps were performed per the instruction for use (IFU), but during preparation of the clip, the technician failed to advance the clip first to break the seal, instead advancing the introducer over the clip quite rapidly. It did not get caught and did not appear damaged. The clip preparation was repeated (the full sequence including the dropping of the grippers) and the clip was confirmed not to be damaged and was functioning properly. Therefore, the clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, when clip opened in left atrium and grippers unlatched to identify gripper, it was observed that one of the grippers (anterior gripper in this case) failed to drop. We attempted to drop gripper several times and locked/unlocked, simultaneous and independent drop, but the gripper continued to remain raised. We removed this cds and opened a new one. A new cds was used to complete the procedure successfully. One clip was implanted reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.